Event description:
It was reported that during an unk procedure, the surgeon closed the device, but it jammed. The trigger did not move back to the initial position. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 04/27/2009. Information anticipated, but unavailable at this time.